Manufacturer narrative:
Additional questionnaire received from surgeon. Implant date reported as (B) (6) 2009. Device is not available for evaluation and no lot number was provided. Manufacturing records could not be reviewed without a lot number. No conclusions can be made at this time. Manufacture date cannot be determined without a lot number.

Event description:
In (B) (6) 2009, patient was implanted with prodisc-c 6mm at c5, c6. Following implantation, the patient continued to experience trapezium and intracapsular pain. Neutral and extension films showed the c5-c6 level to be hyperlordotic. Continued intracapsular pain at 6 months post-op led to removal.